Manufacturer narrative:
Alleged infection (staph). Mml reference # (B)(4).

Event description:
It was reported that the patient who was implanted with reactiv8 system on (B)(6) 2022 had an incision site infection. The patient reported that is was hard to sit and the battery is hot to touch. It was confirmed at the hospital the patient had an infection (staph), and the surgeon decided to explant the reactiv8 device. The patient is doing fine and has been treated with antibiotics to treat the infection.

Manufacturer narrative:
The percutaneous stimulation leads and implantable pulse generator (ipg) were returned for evaluation. The ipg passed functional testing. The percutaneous stimulation lead came in 2 sections; therefore, no functional testing was performed. There was no allegation against the function of the device. There was no indication that the device contributed to the alleged infection. The device history record indicated no non-conformances were found during manufacturing. Patient information was requested but not provided. Updated device evaluation and conclusion. Mml reference # (B)(4).

Event description:
It was reported that the patient who was implanted with reactiv8 system on (B)(6) 2022 had an incision site infection. The patient reported that is was hard to sit and the battery is hot to touch. It was confirmed at the hospital the patient had an infection (staph), and the surgeon decided to explant the reactiv8 device. The patient is doing fine and has been treated with antibiotics to treat the infection.